Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with plate and screws on an unknown date. Patient was returned to o.r. For hardware removal, reason unknown, on an unknown date. Four screwheads were broken and two screwheads were jammed in the plate. Complaint was sent for information only, no further information available. This is 5 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). This screw has been broken off below the head. Threads for the first 5.9mm have been moderately to heavily damaged. The primary failure mode is major diameter has been compressed. This progresses into grinding type marks in which material has been removed. Beyond 5.9mm, the threads have been moderately damaged for the remainder of the shaft. The major diameter has been compressed into a t. And subjected to numerous small dents that forms lines across the threads. The end of the part has been broken off - there are no flutes no tip.